Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred sporadically on the architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). Access was obtained by a contralateral approach. The 6x20mm sterling balloon was advanced to the sfa lesion and it was noted that the physician did not encounter any resistance crossing the lesion. Upon the first inflation to 8 atms the balloon ruptured. The device was successfully removed from the pt and a pinhole was discovered on the tip of the balloon. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.